Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sales representative called boston scientific technical services (ts) and asked for details on bsc leads that were planned to be explanted. This right ventricular (rv) lead had been implanted but it was suspected to suffer a lead fracture on (B)(6) 2019 and was abandoned. Also, the right atrial (ra) lead was surgically abandoned, having the same issue. A new system from a competitor brand was implanted at that time. At this time, the patient presented an infection in the competitor system. Therefore, the old capped leads had to be explanted. No additional adverse patient effects were reported.